Event description:
According to the reporter: procedure: lap chole. During use for dissecting the gall bladder, the device did not retract. It was difficult to remove from trocar. No patient injury was reported. The issue was safely addressed by the operator. Any new details will be added to the file as soon as received.

Manufacturer narrative:
(B) (4).